Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, there was bleeding across the staple line possibly caused from malformed staples. No buttressing material was being used and the device was fired with a white reload. Another device was used to complete the procedure. There was no adverse consequence to the pt.